Manufacturer narrative:
Serial number is unknow. When available, a new MDR will be sent.

Event description:
Smarttouch tablet is frozen during use (unknown use case). The screen is blocked and no action is possible. The workaround proposed by the users is to remove the battery or let the smarttouch discharge enterely.

Manufacturer narrative:
The investigation led to the following conclusions: the complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer, which explains the reported freeze during the programmer session. In this case, a quit popup does not appear, and wait for the user answer. This blocks the user interface this limitation will be corrected in the upcoming programmer version.

Event description:
Smarttouch tablet is frozen during use (unknown use case). The screen is blocked and no action is possible. The workaround proposed by the users is to remove the battery or let the smarttouch discharge enterely.